Event description:
New information indicated that the ICD header was loose and had a space between the can and header.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted due to noise and high pacing lead impedance. The lead was connected to a boston scientific ICD which is on advisory for issues that can cause noise and impedance issues on the lead. The ICD and hv lead were explanted and replaced.